Event description:
A (B)(6) male pt contacted zoll customer support to report constant check te pad messages as well as an inability to activate the device. The pt was issued a replacement electrode belt and monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon eval, the pulse wires were open inside the trunk cable. The cause of the check te pad messages is the open pulse wires. The root cause of the open pulse wires cannot be positively identified but is likely excessive force placed on the cable. Device eval of monitor sn (B)(4) has been completed. The reported problem (cannot activate device) was confirmed. As received, the rear response button cable was intermittent. The cause of the inability to activate the device is the intermittent response button cable. The root cause of the intermittent response button cable cannot be positively identified. No adverse event resulted from the damaged cable and wires or the defective response button. The pt received a replacement electrode belt and monitor. Device MFR date: monitor: 03/2013.